Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 06-year-old female child patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.